Event description:
Following a fall, the patient presented to the physician with redness and swelling at the ipg site. Physical examination revealed signs of infection. The physician prescribed antibiotics. The patient returned with persistent infection and purulent drainage from the incision site. The chest incision was drained. The next day, the patient was taken to the or where the ipg was removed, the leads were capped, and the incision site was closed. Postoperative antibiotics were prescribed.